Manufacturer narrative:
No product name, model, and lot were provided. As the lot number was not provided, a search for production-related non-conformance's could not be performed. The device was implanted and therefore not available for return and investigation by the manufacturer. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: patient was admitted for evaluation of sudden onset of dizziness and nausea/vomiting. Per chart review, patient presented to the ER for evaluation of these symptoms along with generalized weakness. Patient stated that her dizziness worsened with position changes and stated the room felt like it was spinning. Laboratory findings were relatively unremarkable. Chest x-ray along with CT abdomen/pelvis did not show any acute etiologies for nausea/vomiting. A brain MRI was obtained that demonstrated an unruptured 7 mm saccular anterior communicating artery aneurysm. Two days after admission, patient underwent balloon assisted coiling of acom aneurysm. Post op, patient was admitted to the ICU for close neurological monitoring/continuation of cares. Two days after balloon assisted coiling, patient underwent stent assisted coiling given small residual acom aneurysm at lobulated base.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No additional information regarding the event received.